Event description:
Hospital stated that a patient burn occurred from using the lighted retractor using acmi cable and xenon light source at metal light cord connector to retractor. Hospital biomed measured the temperature at the metal connector to retractor per the attached hand written notes. 1 min 120 degrees, 1 min 20 sec 123 degrees, 2 min 43 sec 139 degrees. Additionally, account stated the physician was doing a breast procedure when the burn occurred. The burn occurred on the right breast of the patient near the clavicle; where the cable was laying. The physician treated the burn and the patient is doing okay.

Manufacturer narrative:
The tebbetts retractor is a 3.5mm fiber-optic bundle device. The labeling on the device states, "for use with 3.5mm fiber-optic cable". The device is also marked on the acmi connector "3.5mm". The device returned for evaluation was received with product. Fiber optic cable, 5mm bundle, acmi/acmi 7.5', and an acmi/acmi adaptor marked(origins of the adaptor is unk).. The directions for use for the fiber optic cable states: "high energy light may cause burns to skin, clothing or other materials. Keep the exposed tip and metal connectors of the fiber optic bundle away from cloth, plastic, or other combustible material." "When device is not in use, keep light source output at the minimum setting. Failure to do so may result in burns to skin, clothing, or other material inadvertently coming in contact with the light cable connections." "Bundle size (aperture) of the fiber optic cable has been matched to the aperture of the instrument to obtain the maximum light output. Note: a larger aperture fiber optic cable will not increase light output of a small aperture instrument." The retractor appeared to be in good working order and functioned as intended. The reported issue indicated that the burn occurred at the connection of the retractor and the fiber optic cable. Root cause can be attributed to the fact that the used did not use the device in the manner described in the device labeling. The user connected the device to a size "5.0" fiber optic cable, which was the incorrect size per the instructions for use.